Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and although it was indicated that the reported lot met all release criteria, corrective actions were put in place as the reported event was found to be most likely manufacturing related. Visual inspection: upon receipt, there were no defects. The internal inspection found no defects. Functional/performance evaluation: the unit would bind up intermittently because screws were loose inside the unit. It is unknown how or when the screws were loosened within the unit. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one photo of the outer packaging labeling was received. The labeling indicated the product catalog number and serial number. The number 2 at the end of the serial number was crossed out and replaced with a 1. It was determined that the crossed out number was not involved in the labeling discrepancy. The device is not depicted in the photo. Conclusion: the complaint investigation is confirmed for a device markings issue. Based on the results of the investigation, the root cause was most likely manufacturing related. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval code & desc - method: (manufacturing review) . The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the label on the device did not match the label on the box. There was no patient involvement.

Manufacturer narrative:
The complainant returned the device on may 28th, 2013 to the manufacturing site for evaluation. The labeling discrepancy found on the black plastic shipping case label was corrected to match the serial number on the device.